Event description:
It was reported, the patient's charger is unable to communicate with the ipg. The patient attempted adding and decreasing space to charge but was unsuccessful. Her ipg is very superficial. A new charger was sent to the patient. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.